Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event involved a 5 units of transfer set w/clave® (green ring), 0.2 micron filter, check valve w/luer lock where it was reported during patient use there was a leak at the connection with the filter. Fifteen ml's leaked out of a total volume of 113 ml at the time of administration to the patient. Clinical consequences: a 2-hour delay before administering a new bag to the patient, repreparation of a trastuzumab deruxtecan. The patient received the expected dose after the medication bag was remade in its entirety and also the tubing, the bag with the defective tubing had been partially administered. There were no holes, cuts, tears or any other defect found with the device, no one was harmed during the incident, there was no blood loss, the leak has not come into contact with the patient nor the healthcare provider, there was no unprotected exposure to any cytotoxic product for the patient or for a healthcare professional. There was patient involvement.